Event description:
On (B)(6) 2009 I had two amplatzer occluders by dr. (B)(6) at (B)(6). On (B)(6) 2013 a stress test with echo and bubble study showed no residual shunt. On (B)(6) 2014 I had a probable vascular event. Echo with bubble study showed a new right to left shunt. Tee in (B)(6) 2014 shows I have a 1.1 cm derision leak along the superior vena cava bidet with a bidirectional shunt primarily right to left.